Event description:
It was reported that a patients personal diabetes manager (pdm) would not hold a charge. The patient reports after charging the pdm the battery goes dead after a few minutes.

Manufacturer narrative:
The returned device was evaluated and the returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.